Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode was unable to communicate with the monitor. The cause of the failure was the trunk cable was pulled from the strain relief pulling the j702 connector from the distribution node pca. The root cause for the strained cable and connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient experienced a code 204 (electrode belt unusable).